Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they inserted a catheter from the silicone surestep foley tray, and the tip of the foley catheter came off inside the patient. They inserted the full 10ml of water that was in the tray.

Event description:
It was reported that they inserted a catheter from the silicone surestep foley tray, and the tip of the foley catheter came off inside the patient. They inserted the full 10ml of water that was in the tray.

Manufacturer narrative:
The initial reporter's zip code:(B)(6). The reported event is confirmed - cause unknown. Photo: received one (1) photo sample. Photo sample showcases tip of catheter cut off. The product catalog number is unknown; therefore, a labeling review cannot be performed. The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. Corrections: d, e, h the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.